Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient was explanted (B) (6) 2008 due to an infection. At the time of surgery, the receiver stimulator was discarded and the electrode left in the cochlea for future reimplantation. The manufacturer became simultaneously aware of both events upon notification of reimplantation of the patient. The patient was explanted (B) (6) 2008 and the patient was reimplanted with a new device (B) (6) 2009.